Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event, exact date unknown/not provided. Best estimate date is between (B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was myopic post-operative in the left eye. The intraocular lens (iol) was therefore explanted. The replacement lens was a same model, but a lower diopter. The patient is doing as expected. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 12/12/2019. Device evaluation: the lens is torn and missing pieces; most probably related to the reported lens explant. The customer in the initial report identified the issue as relating to a specific visual issue (myopia). The customer did not select product issue as reason for explant/removal and replacement. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Further information was provided and reported patient had visual disturbance. At 1-day post-operative, the patient was 20/20. A few days after that, the patient's vision started getting blurry. By week 1, the patient was -1 and by week 3 the patient was -1.5. There was no incision enlargement or unplanned sutures when the lens was removed. At the 1 month visit, the patient was plano 20/20 in the left eye. No additional information was provided. The following sections have been updated accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.